Manufacturer narrative:
The insulin pump was received with broken battery tube threads. Blank display not found during testing. The pump passed the self test, sleep current measurement, active current measurement and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display . The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had cosmetic damage. The customer stated that the battery compartment was chipped and cracked. The device will be returned for the analysis.